Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging an issue with her one touch ultra mini meter test strip port. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said the reported meter test strip port was tight, info was not provided as to whether the pt was able to obtain readings on the reported meter. The pt said the product issue occurred at various times in the previous month. The pt said, she experienced shakiness, confusion, and thirst after the test strip port issue began. She received no medical intervention. The cca was unable to resolve the test strip port issue with troubleshooting. The pt's meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges the lfs meter test strip port was tight on multiple occasions and it is not known whether the pt was able to obtain readings on the lfs product. The pt claimed she experienced symptoms that can be associated with an abnormal blood glucose level (shakiness, confusion, and thirst) after the product issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.